Event description:
Complaint alleges: it was reported that "failure to inflate the balloon. The pre-inflation test was carried out on the device. The balloon was inflated with 1-2 ml sterile water. The catheter was introduced via transurethral, but it did not inflate. The catheter was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.